Event description:
This report refers to the lens implanted in the patient''s right eye.

Manufacturer narrative:
Additional information: based on additional information received, it was has determined this lens is a hydroview 1.0 and therefore qualifies for the FDA exemption # e2008011.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was exchanged approximately a year and a half post-implant due to becoming opaque. Additional information has been requested, but has not been received.